Event description:
This case was initially received via regulatory authority (FDA, reference number: (B)(4)) on 05-nov-2015. The most recent information was received on 28-jan-2020. This spontaneous case was reported by a lawyer and describes the occurrence of dysmenorrhoea ('very painful menstrual cycle') and syncope ('fainting') in a female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included parity 4. On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required), syncope (seriousness criterion medically significant), blister ("skin blisters and boils that reappear very often on one foot"), loss of libido ("I have no sex drive"), asthenia ("no energy"), somnolence ("sleep all day"), anger ("I get angry often and I cant control it."), ovulation pain ("pain is even worse when I ovulate"), ovarian cyst ("get reoccurring cyst on my ovaries"), tooth loss ("also lost most of my teeth"), madarosis ("hair has fallen out including my eye lashes and eyebrows"), thyroid mass ("two large nodules on my thyroid"), incontinence ("incontinence bad"), visual impairment ("vision problems now"), hypotension ("low blood pressure"), palpitations ("heart palpitations") and rash macular ("unexplained random rashes that reappear in the same spots") and was found to have weight increased ("extreme weight gain"). The patient was treated with surgery (essure removed). Essure (ess205) was removed on (B)(6) 2019. At the time of the report, the dysmenorrhoea, syncope, blister, weight increased, loss of libido, asthenia, somnolence, anger, ovulation pain, ovarian cyst, tooth loss, madarosis, thyroid mass, incontinence, visual impairment, hypotension, palpitations and rash macular outcome was unknown. The reporter considered anger, asthenia, blister, dysmenorrhoea, hypotension, incontinence, loss of libido, madarosis, ovarian cyst, ovulation pain, palpitations, rash macular, somnolence, syncope, thyroid mass, tooth loss, visual impairment and weight increased to be related to essure (ess205). The reporter commented: the springs were released and there were 3 coils on right side and 5 coils on left side. Quality-safety evaluation of ptc: quality assessment: in this case, no product sample was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. No CAPA investigation is required at this time because there was no event reported which indicates a new technical failure mode for the device. Medical assessment: based on the available information, there is no relationship between the reported event(s) and a quality defect. Further company follow-up with the regulatory authority, naso-otolaryngologist or naso-otolaryngologist is not possible. Most recent follow-up information incorporated above includes: on 28-jan-2020: pfs received. Case was upgraded to serious incident. Event dysmenorrhoea was upgraded to serious incident event. Reporter's information added. Essure removal date added. Fu 1 and 2 processed together. On 22-jun-2020: mr received. Reporter's information added. Fu 1 and 2 processed together. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: (B)(4)) on 05-nov-2015. The most recent information was received on 23-jul-2020. Quality-safety evaluation of ptc: unable to confirm complaint. This spontaneous case was reported by a lawyer and describes the occurrence of dysmenorrhoea ('very painful menstrual cycle') in a female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included parity 4. On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required), syncope ("fainting"), blister ("skin blisters and boils that reappear very often on one foot"), loss of libido ("I have no sex drive"), asthenia ("no energy"), somnolence ("sleep all day"), anger ("I get angry often and I cant control it."), ovulation pain ("pain is even worse when I ovulate"), ovarian cyst ("get reoccurring cyst on my overies"), tooth loss ("also lost most of my teeth"), madarosis ("hair has fallen out including my eye laseshes and eyebrows"), thyroid mass ("two large nodules on my thyroid"), incontinence ("incontinence bad"), visual impairment ("vision problems now"), hypotension ("low blood pressure"), palpitations ("heart palpitations") and rash macular ("unexplained random rashes that reappear in the same spots") and was found to have weight increased ("extreme weight gain"). The patient was treated with surgery (essure removed). Essure (ess205) was removed on 15-feb-2019. At the time of the report, the dysmenorrhoea, syncope, blister, weight increased, loss of libido, asthenia, somnolence, anger, ovulation pain, ovarian cyst, tooth loss, madarosis, thyroid mass, incontinence, visual impairment, hypotension, palpitations and rash macular outcome was unknown. The reporter considered anger, asthenia, blister, dysmenorrhoea, hypotension, incontinence, loss of libido, madarosis, ovarian cyst, ovulation pain, palpitations, rash macular, somnolence, syncope, thyroid mass, tooth loss, visual impairment and weight increased to be related to essure (ess205). The reporter commented: the springs were released and there were 3 coils on right side and 5 coils on left side . Quality-safety evaluation of ptc: unable to confirm complaint . Further company follow-up with the regulatory authority, naso-otolaryngologist or naso-otolaryngologist is not possible. Most recent follow-up information incorporated above includes: on 23-jul-2020: quality safety evaluation of ptc (product technical complaint). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.